Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been receiving patient alerts for the last five months. The doctor interrogated the device, and found there was a lead warning for high impedance. It was further reported that intermittent noise was noted on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient had been receiving patient alerts for the last five months. The doctor interrogated the device, and found there was a lead warning for high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.